Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for diabetic ketoacidosis. The customer's blood glucose was 300 mg/dl. The patient was sick with cold-like symptoms and did not give himself a high enough bolus to compensate for the increased blood glucose that comes with sickness. The customer had a virus that may have contributed to the hyperglycemia. The patient was being treated with insulin drips. No troubleshooting occurred and no products were returned or replaced.